Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported implant fractured. Antibiotics were prescribed. Implant had been loaded 3 months after implantation. No other implant has been placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® implant 3.75 x 11.5mm (oss311) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information.no pre-existing conditions were noted on the per. The reported product was located on tooth # 12 (fdi) and used for approximately 2 months. Based on the information provided, the implant sterile packaging had expired well before device placement. The reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has returned x-rays of the implant site before and after fracture (x-ray 1). It was confirmed from these images that the implant fractured at the collar. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure.DHR review for the subject lot number (86108) could not be performed, as a scanned version of the DHR is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications.complaint history review was performed for the reported lot number (86108) for similar event and no other complaint was identified within the past 2 years. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss311).therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One osseotite® implant 3.75 x 11.5mm (oss311) was returned for inspection attached to a ball abutment. Visual evaluation of the returned device shows significant signs of damage and fracturing at the threaded region.no pre-existing conditions were noted on the per. The reported product was located on tooth # 12 (fdi) and used for approximately 2 months. Based on the information provided, the implant sterile packaging had expired well before device placement. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has returned x-rays of the implant site before and after fracture (x-ray 1). It was confirmed from these images that the implant fractured at the collar. DHR review for the subject lot number (86108) could not be performed, as a scanned version of the DHR is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (86108) for similar event and no other complaint was identified within the past 2 years. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss311). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.